Event description:
It was observed during the device inspection, that the nozzle of the colonovideoscope had foreign material and the probe cover and distal end were burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the nozzle, but the type of the material could not be identified. There was no deformation at the foreign material residue point. Based on the information obtained, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. Based on the results of the investigation, the causes of burn at the distal end cover and at the distal end-body were unable to be specified. It is likely that the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU). Instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the event the suggested events can be detected and prevented by implementing in accordance with the below IFU: instructions for gif-h290ti operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿. Instructions for gif-h290ti operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor the field performance of this device.